Event description:
Device 1 of 2 reference MFR report #1627487-2014-00344. It was reported the patient (B)(6) lost therapy via reprogramming were unsuccessful. An x-ray was taken for further interrogation revealing lead migration. Surgical intervention was undertaken to address this matter and the anchor was found to be open. The lead was repositioned., and the physician elected to explant the anchor. Adequate stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Results: the anchor was exercised from the lock to unlock position without any issues. A lab lead was inserted into the anchor and the anchor was locked. The anchor was functionally tested and exhibited normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.